Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-01812. Related manufacturer report number: 2017865-2020-01814. Related manufacturer report number: 2017865-2020-01824. It was reported that the patient experienced redness and chills due to a bacteremia infection. Vegetation was suspected on the leads. The system was explanted on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
Product problem should not have been checked.